Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4). This medwatch report is in response to receipt of maude event report mw5056141.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2006 and mesh was implanted. As per the patient, it was discovered through an incident with her small bowel being damaged in 2013 the mesh was stuck to intestine. On (B)(6) 2013, the patient underwent an exploratory laparotomy surgical procedure with extensive lysis of adhesions and small bowel resection for recurrent small bowel obstruction. The patient experienced wound dehiscence on (B)(6) 2013. It was also reported that the patient experienced pain, ventral incisional hernia and infected mesh with multiple draining sinus tracts. On (B)(6) 2013, the patient underwent a ventral hernia repair procedure with right component separation along with small bowel resection, open lysis of extensive intra-abdominal adhesions, excision/removal of infected mesh, application of strattice mesh and vertical panniculectomy. Surgically obtained cultures grew mrsa and b fragilis. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 04/27/2016. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch (B)(4) met all finished goods release criteria.